Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging heart issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging heart issues. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed unknown white and black contamination (dust-like) (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white and black contamination (dust-like) (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Dust-like contamination on the bottom of the blower motor and inside the blower motor. Slight black contamination, consistent with keratin, occurs at the air outlet of the blower box. Tiny, unknown white specks of contamination are on the bottom of the blower box. Tiny, unknown black (inconsistent with degraded sound abatement foam) and brown specks of contamination are present in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failure of the device, which suggests that the source of contamination was external to the device and not able to confirm the complaint or address the symptoms specified. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.